Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and observed that the trigger would catch, causing run-on. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during testing conducted at the manufacturer after the trigger was released the device was experiencing run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.